Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was at work when his cgm alerted him that his glucose level was in the 40s mg/dl. The patient ingested carbohydrates and sugar; however, his values would only rise to 109 mg/dl and then drop again. He was unable to check his bg because he did not have glucometer at work. He went to the emergency department (ed) and a bg was performed which was 435 mg/dl and 461 mg/dl. He was treated with fluids and released. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4: weight - correction to remove weight from the initial MDR. This was documented in error. H2: correction.

Event description:
Subsequent to the initial MDR, a correction has been made.